Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by the manufacturer. Details regarding a visual inspection were not provided. The reported condition was not confirmed in memory nor duplicated. The investigation found the device to function normally and within specifications. This unit does not meet the requirements for a manufacturing or service failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rem impedance monitoring system failed. No patient or staff impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the rem impedance monitoring system failed. The reporter indicated it was obvious there was a fault with the unit. The cut sound was on continuously and the panel displaying cut mode was reading exceptionally high. Another device pad was in use. No patient injury.